Event description:
A territory manager reported that the customer's sensor electrode broke off in her skin. The territory manager was not aware of any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.